Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandfather reported via phone call that three infusion sets were bent. Customer's blood glucose level was 400 mg/dl. The customer was given a manual injection to treat her high blood glucose level. The device was not returned.